Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, the first few bands were deployed successfully; however, the remaining bands could not be deployed after several attempts. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient was provided by the customer and showed the bands in the ligator were moved and overlapped.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, the first few bands were deployed successfully; however, the remaining bands could not be deployed after several attempts. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient was provided by the customer and showed the bands in the ligator were moved and overlapped.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was returned with five bands still attached to it, some of them overlapped with the suture broken and the ligator housing teeth were bent. Per media analysis, it was seen that the ligator housing had five bands, two of them overlapped. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, some of the bands in the ligator housing overlapped, the suture was broken, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed, damaging them when it was it was tried to deploy them repeatedly. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was returned with five bands still attached to it, some of them overlapped with the suture broken and the ligator housing teeth were bent. Per media analysis, it was seen that the ligator housing had five bands, two of them overlapped. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, some of the bands in the ligator housing overlapped, the suture was broken, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed, damaging them when it was it was tried to deploy them repeatedly. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Although the device was returned with broken suture, since there is no information about a rupture of the suture, it is most likely that the suture was broken at the time of removing the device from the scope. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, the first few bands were deployed successfully; however, the remaining bands could not be deployed after several attempts. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient was provided by the customer and showed the bands in the ligator were moved and overlapped.